Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 48 mg/dl at the time of incident and other blood glucose value was 122 mg/dl. Customer reported that the reservoir was leak at reservoir barrel. Customer was unsure if leak was past first or second o ring. Customer performed self test and displacement test and both test were passed. The insulin pump and reservoir will not be returned for analysis.